Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of low voltage alarms was not confirmed through this analysis. The reported event of clock not set alarms occurring on backup controller (serial number (B)(6)) was confirmed via log file and product analysis. Controller log files were submitted for evaluation and relevant data was reviewed. The controller was never connected to a pump during all recorded events, consistent with the report of this controller being the patient¿s backup. The controller clock was set to (B)(6) 2025 at 18:38:43 and timestamps became corrupted after (B)(6) 2025 at 23:38:31 the controller¿s white power cable was connected to a power module at an unspecified time, and a controller clock corrupt alarm was active, consistent with the reported event. These alarms persisted until the end of the data capture. The returned system controller was inspected, and the backup battery (serial number (B)(6)) was not installed when the controller was received. Visual inspection of the returned backup battery revealed pin 1 and pin 2 were bent. These pins correspond to the controller¿s black power cable detection and the power line for the controller¿s real time clock. The clock not set alarm was reproduced; however, the low voltage alarm when disconnecting from a power module was not observed during testing. The bent pins were put back to their intended positions, and the controller was reconnected to a mock circulatory loop for an extended duration with no alarms arising. The controller passed all applicable testing after fixing the bent pins. The root cause of the reported controller clock not set alarm was determined to be due to bent pins on the backup battery, serial number (B)(6), of the returned system controller. However, the root cause of the reported low voltage alarms could not be determined through this analysis. The heartmate 3 left ventricular assist device (lvas) instructions for use (IFU), and the heartmate 3 patient handbook, are currently available. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. The heartmate 3 IFU section 7, entitled ¿alarms and troubleshooting¿, provides instruction on how to identify and resolve low voltage advisory, backup battery fault, and controller clock corrupt alarms. The heartmate 3 instruction for use section 8, entitled ¿equipment storage and care¿, provides instruction on how to care for the 11v backup battery and system controller. The heartmate 3 instruction for use section 5, entitled ¿surgical procedures¿, provides instruction on how to install the 11v backup battery in the system controller. Section 2, entitled ¿system operations¿, provides instruction on how to properly replace the backup battery. Section 4 of the IFU, entitled ¿heartmate touch communication system¿, gives instruction on how to set and change the date and time of the system controller. The heartmate 3 patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was later reported that the alarm had been resolved with the system controller exchange.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that intermittent sounds occurred for approximately 5¿10 minutes from the backup system controller in sleep mode. When lifted, a yellow lamp was briefly visible, but the sound stopped. After connecting to a power module and checking the log, an entry indicating controller clock not set was found. When the system controller was removed from the power module, a low battery power advisory alarm was triggered. Upon reconnecting to the power module, the controller entered charging mode. After confirming that charging was complete, removing the controller from the power module again resulted in the same low battery power advisory alarm. The event log for the backup controller showed that it was never connected to a driveline and that it was connected to power periodically to charge the emergency backup battery. Nothing notable was seen in the log from an alarm standpoint.